Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc does not bootup when switching on the system. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the host pc did not start. A philips field service engineer (fse) examined the system on-site and found the host pc did not boot up when the system is switched on. The fse replaced the host pc and hard disk. The cause of the host pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of host pc by the fse has resolved the reported issue and restored the functionality of the system. After the replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.